Manufacturer narrative:
Driveline cable hw1795 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed cracking and yellowing of the driveline sheath near a previous sheath repair, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient's driveline had a new circular break in its' outer sheath at the end of a previous driveline repair. The field engineer further reported that the patient's driveline feels stiff and was slightly yellowish. A driveline sheath repair was performed on an outpatient basis and included the new area of sheath breakage and the previous area with no reported patient consequence. This repair did not involve a pump stop event. Pictures provided by the field engineer appear to confirm the reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.